Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, while the customer was using the harmonic ace instrument for tissue resection, the white teflon pad at the instrument tip melted and powder was blown out. The fragments fell into the patient¿s cavity and were not retrieved. The procedure was completing as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and accessory were inspected prior to use with no damage observed. During the procedure, the teflon pad of the instrument melted. The powder fell into the patient and could not be retrieved. The customer believed this was due to the instrument. No additional surgical procedure or post-operative tests like an x-ray or ultrasound were performed. The instrument did not collide with any hard materials or other instruments and the surgeon did not notice any issues with the functionality of the instrument. In addition, the instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. The patient had no injury/harm and has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The procedure was completed with a backup instrument. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the procedure log showed the thyroidectomy surgical procedure was performed on (B)(6) 2022 via system (B)(4). This complaint is being reported due to the following conclusion: it was alleged that the harmonic ace instrument had the white teflon pad melted, and powder was blown out. The fragments fell inside the patient during a da vinci assisted procedure and were not retrieved. At this time, it is unknown what caused the event to occur.